Manufacturer narrative:
The customer reported a falsely elevated troponin result on the architect i2000sr; serial number (B)(4). Through troubleshooting the customer replaced the arc, probe (list number 08c94-47) and then verified the system function by performing a successful calibration. The customer stated that there were no issues after the probe was replaced. Return testing was not completed as returns were not available. A review of instrument (serial number (B)(4)) history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic/discrepant results since the probe was replaced. A review of the i2000sr tracking and trending data found no trends associated with the erratic result issue described in this complaint. A review for similar complaints identified no trends for the arc, probe (list number 08c94-47). The architect system operations manual contains adequate information for the troubleshooting, removal, and replacement of the arc, probe. Based on the investigation no product deficiency was identified for the architect i2000sr; serial number (B)(4), or the arc, probe (list number 08c94-47).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated architect hs troponin results on one female patient. The results provided were: on (B)(6) 2018 (B)(6) = 28 / 8 / repeated = 9 / 8pg/ml (customer's diagnostic cutoff is 16pg/ml for female and 34pg/ml for male). There was no reported impact to patient management.